Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the programmer was analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when checking an implantable device, the checked threshold was not recorded in the final report. The programmer was returned for repair and test/calibration. No patient complications were reported as a result of this event.